Event description:
Customer reported issues with the insulin pump. Customer states that he is having issues with the keypad, because he jumped in the lake. The blood glucose reading is 108 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump up arrow button did not respond due to flattened button dome switch. No moisture damage on electronics noted. The insulin pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.